Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a routine visit; this pacemaker system was found to be operating in safety mode. Technical services (ts) was contacted for consult review. Ts reviewed provided stored reports and confirmed device to be in safety mode. Ts also noted that a prior consult report from (B)(6) 2024 showed right ventricular automatic threshold (rvat) was detected as greater than programmed amplitude or suspended. Further review showed high pacing thresholds on the right ventricular (rv) lead. Ts advised that changeout urgency should be driven by potential symptoms to current settings and increase in power consumption due to increase in pacing output voltage. Subsequently, additional information was provided that reported that a replacement procedure was performed. The pacemaker was explanted due to safety mode and premature battery depletion (pbd) and replaced with a new device successfully. No additional adverse patient effects were reported.